Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic. The pulse generator was unable to be programmed to the desired settings. No intervention was reported. The patient was stable.